Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Also included is a report of use error, failed to follow therapy steps. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from one of the supply lines of a cassette during priming of peritoneal dialysis therapy. It was also reported that the patient failed to follow therapy steps during setup. The drain line was in the patient line slot and the patient line was in the toilet. The patient was not connected to the device. There was no patient injury or medical intervention associated with this event. No additional information is available.